Event description:
The pt's femur fractured when inserting the amistem. Additional incision was made to place cables around fracture site which required additional surgical time. The fracture was detected on fluoroscopy during surgery. Additional anesthesia was needed. No x-rays are available. Ref MFR# 3005180920-2015-00102.